Event description:
It was reported that the user inadvertently initiated eight doses on the insulin pump while the cartridge was nearly empty with approximately eight units remaining, resulting in not all commanded doses being delivered; the user contacted support, and the agent instructed a rewind and restart to reset the cartridge and resume normal operation. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued use after troubleshooting without need for medical intervention or hospitalization. Investigation included technical support troubleshooting by guiding a pump rewind and restart. Investigation of this case revealed that the pump was functional after reset and that the low cartridge volume likely limited delivery of the attempted doses. It was concluded that the event was consistent with user dosing error with limited insulin delivery due to low reservoir volume, and device function was restored through standard troubleshooting.